Event description:
Spinal cord created on one slice using iso density option. Cord was then created on remaining slices using using copy superior on copy interior and moving and editing as needed. On multiple slices the cord contour would break into three contours when user attempted to move it. Each of the three could be moved independently. Each time this happened user cleared slice and recopied together corrected contour. Although the contours looked correct in the segmentation (pilot) program, the suspect program shows incorrect segmentation.